Event description:
It was reported that the patient underwent a lumbar fusion. It was reported 'that the screw stopped at the bone, when the surgeon tried to advance the screwdriver it fell apart. No patient complications were reported.'

Manufacturer narrative:
(B)(6). (B)(4). The device was returned to the manufacturer for evaluation. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.